Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead dislocation could not be conclusively determined.

Event description:
Two days after implant, radiography revealed the lead was dislodged in the right ventricle. The lead was repositioned without any problem into the atrium. The patient's condition is stable.